Event description:
Rubber piece of clave remained pushed down / did not retract when removing a medication line from said clave, resulting in vasopressors to leak out of this clave and not reach critically ill pt requiring multiple medications for hemodynamic stability. Resulted in drastic and abrupt drop in blood pressure requiring swift interventions for hemodynamic support and stability.